Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled 700. As it was stated, grease seeping out of the cover on the spring arm was found during a routine check before surgery. The grease did not drip onto the floor and did not affect people or equipment below. There was no injury reported, however, we decided to report the issue in abundance of caution as oil or grease falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on an information gathered, device was repaired and released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. During assembly of spring arms, the supplier applies a creamed grease turning into liquid above 135°c. So, the black dripping liquid observed can not come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in (B)(6) 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our surgical lights, hled 700. As it was stated, grease seeping out of the cover on the spring arm was found during a routine check before surgery. The grease did not drip onto the floor and did not affect people or equipment below. There was no injury reported, however, we decided to report the issue in abundance of caution as oil or grease falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code: 1540012. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.